Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The service evaluation revealed both inflow and outflow motor are worn out, the door lever has come loose and the distance between front bezel is too small. However, the device did not stop working during functional testing and therefore the reported event was not confirmed.

Event description:
It was reported that during surgery the device stopped working. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.